Event description:
It was reported that the patient experienced frequent low blood glucose events, especially overnight, while using the ilet and elected to discontinue therapy in favor of multiple daily injections per healthcare provider advisement; the device was returned by the patient and the medical device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no specific device findings and insufficient information to identify a device-related problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.